Event description:
The report indicated that the customer experienced high bg readings within four hours of activating a new pod. In addition, the pod had initiated a hazard alarm during operation. No additional information was provided about the device or the event. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.